Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. A parameter change on (B)(6) 2014 resulted in an increase in pacing percentage and pacing rate. The reduction in longevity is due to the additional load on the battery to support the additional pacing.

Event description:
The physician expressed concern regarding battery longevity as the longevity estimate had decreased by one and a half years over a two month period. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).